Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was difficult to place due to the helix being off axis. The rv lead required greater than 25 rotations to screw out the helix, and it did not rotate out gradually but shot out all at once. The rv lead was removed, and the issue persisted outside the patient¿s body. The rv lead was not used, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.